Event description:
It was reported that the sthc1 needs to go in for service and repair on cosmetic damage & missing screws of the base of the st holster. There have been no interruptions in the biopsy procedure. There have been no pt consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd, visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.